Event description:
Healthcare professional reported 4 months after injection with juvederm ultra plus xc in the nasolabial folds patient developed "swelling" and "hardening" around the injection sites, as well as inflammation of surrounding skin which the healthcare professional treated as if it were an allergic reaction. Patient was prescribed a medrol dose pack and several hyaluronidase injections. At this time most of the "hardened filler is gone" and there is "no loner any surrounding redness".

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: adverse events. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration,and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection a the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.